Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine check, increased battery impedance was observed. Interro- gation of the device revealed dashes (---) and a telemetry link could not be established to do a software download. Therefore, the device was replaced.